Manufacturer narrative:
Analysis found that the outer insulation and the etfe insulation of one ring cable were abraded open and the ring cable filars were melted. The abrasion was due to friction with the ICD can. An internal abrasion of the outer insulation was also noted. This resulted in a short causing a high energy spark which melted the ring cables. All of the abrasions would result in the noise reported in the field.

Event description:
Noise was reported on the lead.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.